Manufacturer narrative:
H.6. Investigation summary. A device history review was conducted for lot number 8262071. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that resistance was felt in the bd intima-ii¿ closed IV catheter system when pushing medication, causing redness and swelling in the patient, and leakage when the needle was pulled out. The patient was given a "magnesium sulfate local wet and hot compress" and the catheter was replaced to continue the infusion. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the patient was admitted to our hospital due to chronic obstructive pulmonary disease (admission no. (B)(6) at 9:16 on (B)(6), the medical staff used the closed venous indwelling needle to inject the patient normally followed the doctor's advice. At 10:01, it was found that the skin was redness and swellness and painful , pushing medicine had resistance and leakage without causing serious personal injury to the patient when using the closed venous indwelling needle, immediately pulled out, given magnesium sulfate local wet and hot compress, replaced one to continue the infusion, the infusion for patient was normal, and the patient's chronic obstructive pulmonary disease improved at 10:10 on (B)(6) and was discharged from the hospital. The skin at the intravenous indwelling needle returned to normal".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that resistance was felt in the bd intima-ii¿ closed IV catheter system when pushing medication, causing redness and swelling in the patient, and leakage when the needle was pulled out. The patient was given a "magnesium sulfate local wet and hot compress" and the catheter was replaced to continue the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, the patient was admitted to our hospital due to chronic obstructive pulmonary disease (admission no. (B)(4). At 9:16 on (B)(6), the medical staff used the closed venous indwelling needle to inject the patient normally followed the doctor's advice. At 10:01, it was found that the skin was redness and swellness and painful, pushing medicine had resistance and leakage without causing serious personal injury to the patient when using the closed venous indwelling needle, immediately pulled out, given magnesium sulfate local wet and hot compress, replaced one to continue the infusion, the infusion for patient was normal, and the patient's chronic obstructive pulmonary disease improved at 10:10 on (B)(6) and was discharged from the hospital. The skin at the intravenous indwelling needle returned to normal".